Event description:
The registered nurse (rn) stated the home patient (hp) was in the hospital for fluid retention, difficulty breathing, blood pressure and cardiac issues. Follow up was attempted with the rn who stated she does not know the cause of fluid retention, difficulty breathing, blood pressure, and cardiac issues. The rn stated that the patient was transferred to an intensive care unit and does not know any additional information regarding the reported events. All available clinical and device data has been reviewed. No additional information was available at the time of this report

Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Review of the device history and service history revealed no issues that could have caused or contributed to the reported issues. If additional relevant information becomes available, a follow up report will be submitted.